Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. Product has been received but is pending evaluation. A follow up report will be submitted once the evaluation is complete. No injury or medical intervention was reported.

Event description:
It was reported that no audio output occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. A manual sound test was performed and passed. Functional tests were performed and passed. The audio speaker resistance was measured and passed. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no error related to the complaint due to screen wake-up found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).